Event description:
It was reported that the universal modular electric/battery double trigger handpiece had drop-outs and that there was just a clicking noise. Other batteries and housings were also tested. There was no patient harm, however there was a delay of approximately 10 minutes and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.